Event description:
Customer reported a malfunction on the pump displaying malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, which did not experience the malfunction again after the reset. Customer was advised to continue using the pump and to call back if any issues recur.